Event description:
The account alleged that the hi/low down will not work from the left hand siderail.

Manufacturer narrative:
The technician found errors 10-19, 34, 35, 36 and the right caregiver board with the foot up and retract switch stuck in. This was due to evidence of fluid ingress on right caregiver board. The technician replaced right caregiver board and cable due to wear to repair the bed.